Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: serial number doesn't correspond to the catalog number/device model. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 7/12/2025. D4: primary UDI number; (B)(4). H4: device mfg date; 1/26/2016. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during visual inspection. It was found that the downstream occlusion(dso) sensor voltage was not increasing when pressed. Dso sensor was replaced and the sensors were calibrated.